Event description:
It was reported that the pt was receiving good therapy, but was getting shocking sensations when the stimulation was on. The pt's location was at a prison. Further info is being requested from the hcp.